Event description:
The customer reported obtaining low patient results on ion selective electrode for sodium (na), potassium (k) and chloride (cl) involving their au5800 clinical chemistry analyzer. The samples were repeated with normal results. The customer did not release initial results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, however provided results for two patients.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified an obstruction in the tubing. The fse cleaned the tubing and replaced the reference block to resolve the issue. The fse performed calibration, quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).